Event description:
Medtronic received a report that a pipeline and phenom catheter encountered resistance and failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the c6 segment. With a max diameter of 7.8mm and a 5.2mm neck diameter. The landing zone was 3.0mm distally and 3.3mm proximally. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet therapy (dapt) was administered and the pru level was 250. It was reported that in this case, following 3d measurement, a microcatheter (phenom27) was navigated for fd placement. Although se vere vessel tortuosity made catheter navigation challenging, advancement to the distal position was achieved and the relevant device was prepared. Preparation was completed without issue; however, during stent delivery, resistance of the microcatheter was encountered at the site of tortuosity. The pipeline was advanced to the target position, and stent deployment was initiated. During deployment, stent stacking occurred due to microcatheter bending, and redeployment was attempted after repositioning. However, stent deployment could not be achieved even after changing the position, and neither advancement nor withdrawal was possible; therefore, the device was retrieved without deployment. There was resistance at the distal shaft center of the catheter. The pipeline because stuck during deployment and there was no damage to the delivery pusher. The catheter was flushed with heparin-added saline solution during the procedure. All devices were prepared as indicated in the package insert. Additionally, the pipeline was not used as an indication (off-label use). No patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.